Event description:
I purchased a pmd microdermabrasion device. I strictly followed the instructions. I experienced a slight sensation while using the device as the instruction manual stated I would. Upon completion of the treatment my skin had a reddish color with slight burning sensation. As the day progressed the burning sensation increased and swelling appeared. The burning sensation required pain medication as well as icing of the skin. I was unable to go to work for 2 days. This device is dangerous for at home and use and should not be used by non-professionals. There is no warning in the instructions that this type of injury could occur. Three days after the home treatment, my skin is scabbed and possibly scarred, I am monitoring for infection. I contacted the company, and the manager I spoke with indicated that his girlfriend had the same problem. They are aware of this problem, yet they chose not to alert consumers to the possibility of serious injury. The company representative was supposed to call me back to day, but failed to do so, when I called their offices, no one was there. I'm not sure if this is a fly by night company, but they are unwilling to stand behind their product.